Event description:
It was reported that the catheter was used to pump pentafluorouracil. When the catheter was maintained, a 10 ml syringe was used to aspirate blood, but blue impurities were found inside the syringe. The impurities were similar with the catheter in appearance and color.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq2806 showed five other similar product complaint(s) from this lot number.